Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient kept the device.

Manufacturer narrative:
An event regarding alleged revision for shell protrusio involving a primary tritanium hemi cluster hole cup 62mm was reported. The event was confirmed per x-ray review notation. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided medical information (x-rays and op reports) was submitted to a consulting clinician who deemed it insufficient for a medical review. X-ray shows protrusion of components into acetabulum. It was noted that prior revision was due to osteolysis and metallosis. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed, but the root cause was not determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Patient had protrusio of left acetabular cup that was implanted due to failed metal on metal hip replacement. Original surgery done (B)(6) 2002, revision (B)(6) 2013. Surgeon removed tritanium cup, liner, and screws. Reimplanted 72mm gap ii cage with screws and 32x66 trident cemented all-poly liner.

Event description:
Patient had protrusio of left acetabular cup that was implanted due to failed metal on metal hip replacement. Original surgery done (B)(6) 2002, revision (B)(6) 2013. Surgeon removed tritanium cup, liner, and screws. Reimplanted 72mm gap ii cage with screws and 32x66 trident cemented all-poly liner.